Manufacturer narrative:
Correction to field h11: additional MFR narrative. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) advised to replace the device. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
A request was sent for the correct UDI. A supplemental report will be sent once that information is received.

Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) advised to replace the device. The device remains in use. No adverse patient effects were reported.